Manufacturer narrative:
.

Event description:
The customer reported that the speaker was not giving any sound. The device was in clinical use at the time the issue was discovered. There was no adverse event or patient harm reported.